Event description:
It was reported that when attempting to advance the left l5 expedium polyaxial screw, the device broke at the junction just below the screw head. A high speed burr was used to ream the bone around the outside of the broken screw and a female broken screw remover was used to remove the screw shaft. The screw was replaced intra-operatively and the procedure was completed.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual examination revealed the polyaxial screw broke at the transition from the screw polyaxial ball to the screw shank. No other defects or abnormalities were observed during evaluation of the product. No definitive conclusions can be made as to the cause of screw breakage. However, a scanning electron microscopy analysis found evidence of torsional shear static failure with plastic deformation at the fracture termination site. The existence of the two surface morphologies illustrated that the fracture first propagated and then a full failure/breakage took place presumably when the remaining region did not have strength to bear the load. No material defects or other abnormalities were observed in this analysis. A review of the DHR acknowledged that no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review complaint trends found no related complaints associated this lot number or product code. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.